Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h3, h6 type of investigation code "device not returned" updated to "testing of actual/suspected device", additional information added to h11. The device was returned to edwards lifesciences for evaluation. Visual examination was performed, and the following was observed: liner fully expanded as designed with distal 2 inches showing full circumferential delamination. Distal tip opened as designed; c-marker present and encapsulated in delaminated distal liner. Delivery system with burst/partially missing inflation balloon inserted through delaminated liner. Sheath shaft damage (compression marks with scratches) noted at 0.75 and 2 inches from distal tip. Due to the condition of the returned device, no applicable dimensional or functional testing was able to be performed. In this case, the sheath liner delamination was confirmed through product evaluation and the provided imagery. Investigation results suggest/indicate that patient factors (tortuosity, calcification) and/or procedural factors (altered balloon profile) likely contributed to the event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Delamination of a 14fr esheath+ was observed upon device removal. As reported by an edwards lifesciences field representative, during a right-transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system balloon ruptured at max inflation using nominal volume. The perceived root cause of the balloon burst was calcification at the sinotubular junction. During delivery system withdrawal, the balloon would not retract into the 14fr esheath+. Preexisting contralateral access was utilized to snare the balloon tip, allowing for retraction of the delivery system into the sheath. Cutdown was performed to surgically close the vessel as "the sheath end was much larger than standard case" and the operator did not want a bleeding complication. The sheath and delivery system were removed as a unit. Upon removal, it was noted that the sheath had full delamination. It was also noticed that a portion of the delivery system balloon remained in the body. The balloon material was found at the access site and was ultimately retrieved from the arteriotomy and surgical closure with a patch was successful. All balloon material was accounted for and successfully removed from the patient. The patient was discharged without issue.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2024-02131. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: tortuosity and calcification (above bifurcation) was present in the patient's access vessel. Post-procedural delivery system image revealed burst balloon. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nose cone of the system. Commander delivery system retrieval through the esheath+ is validated. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the events. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead the delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the sheath liner delamination was confirmed empirically based on provided imagery. Investigation results suggest/indicate that procedural factors (altered balloon profile) and/or patient factors (tortuosity, calcification) likely contributed to the event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.